Manufacturer narrative:
The distance sensor was inspected for investigation purpose. The result of the investigation highlighted an issue with the design of the distance sensor, that can prevent a proper mounting of the optical distance sensor on the interface block. Corrected data: date of this report, if follow-up, what type, device evaluated by manufacturer, evaluation code, date received by manufacturer.

Manufacturer narrative:
The interface block of device ro10011 has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
During device routine maintenance performed by a medtech field service engineer, it was noted that the pin of the interface block was missing and lodged in the optical distance sensor.